Manufacturer narrative:
Based on the claim against the product by the customer noting a 30-degree endoscope image orientation flip, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The technical support engineer (tse) informed the staff that incorrect scope installation, or an issue with the scope may lead to an image orientation issue. The logs showed no errors. The field service engineer (fse) contacted the site to follow-up and was informed that the issue resolved. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. A review of the site¿s system and instrument logs was performed. Per the review, the following was confirmed: the procedure was performed on (B)(6) 2022 on system (B)(4). The 30-degree endoscope plus (part # 470057-05, serial # (B)(4)) had 1 usage during the procedure, with 1727 uses remaining. The probable root cause is attributed to improper installation of the endoscope. No image or video clip for the reported event was submitted to isi for review. This is considered a reportable event due to the following conclusion: it was alleged that the endoscope flipped the image orientation and did not resolve with troubleshooting. Poor camera control could result in unintuitive motion and subsequent tissue damage. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted surgical procedure, a 30-degree endoscope flipped its image orientation when installed on one of the arms. The technical support engineer (tse) informed the staff that incorrect scope installation, or an issue with the scope may lead to an image orientation issue. Error logs were not available for the tse to review at the time of the initial call, however an intuitive surgical, inc. (Isi) representative on site called back in to notify the tse that the system was connected to onsite. The logs showed no errors. The tse recommended that the staff call back if the issue persisted. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue occurred during the procedure, after port placement. The system initially powered on without errors. There was no abnormal movement such as reversed control, movement on its own without input from the surgeon, or movement in an unintended direction. The issue with the endoscope flipping image orientation was not resolved during the procedure, but the surgeon was able to complete the procedure robotically. No patient information was able to be provided.